Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 01/24/2023, it was reported by a sales representative via email that (2) ar-2324bcc suture anchors failed. This occurred during a case on (B)(6) 2023 after drilling and tapping, the first anchors threads stripped out and the second anchor had the tape pull out of the anchor after insertion. The case was completed using a peek instead of bio-composite. There was no patient effect reported. No additional information provided. Additional information requested. Additional information provided on 01/25/2023, it was reported that this event occurred during a quadriceps repair. Both 4.75 swivelocks broke inside the patient, and were removed. A drill and tap from a backup fixation kit were used to prepare the bone for the anchor insertion. The patients bone quality was good.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.